Event description:
It was reported that the patient¿s old pump stopped working. The battery had been nearing depletion and the replacement was scheduled, but the pump went dead in the interim. It was indicated that the patient received intravenous dilaudid and fentanyl patches until the pump could be replaced. At the time of the event, the pump was delivering fentanyl and possibly baclofen.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the pump was replaced. No further information was provided. A follow-up report will be sent if additional information becomes available.